Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision - right hip. Reason(s) for revision: component loosening. This dint is for revision 2 of 2. For the first revision please see (B)(4). Implant date - (B)(6) 2005 (cup), (B)(6) 2010 (head and sleeve). Type of hip replacement product: asr xl. Update received: (B)(4) 2013 - dr (B)(6). Cup implanted: (B)(6) 2005. Xl products implanted: (B)(6) 2005. *****this patient had resurfacing to xl procedure - see (B)(4) for the 1st revision of 2.***** update received: (B)(4) 2014 - added further reasons for revision: metallosis: raised metal ion levels and pain, advised which **component became loose: stem, cross referenced, added product type: asr xl and filled mapped to mw fields.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
(B)(4). Investigation summary the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.